Event description:
The report stated that a pt, arrived with an internal occlusion diagnosis and submitted to an explorative laparotomy surgery in 2008. The pt return electrode pad was positioned on the right thigh. The surgery consisted of an appendectomy for a gangrenous appendix with generalized peritonitis and included an abundant washing of abdominal cavity with warm physiological solution. Afterwards, there appeared a cutaneous wound on the back similar to a partial-thickness burn, extending from the arcus costalis to iliac crests. The electrosurgical knife did not show any signs of breakdown or malfunction.

Manufacturer narrative:
Date of initial report: 04/03/2008. To date the incident generator has not been received for eval and the site has indicated they do not intend to return it. However further info and return of the generator have been requested. If the generator is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.